Manufacturer narrative:
Information unknown/not provided. Telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained of blurry vision at near and experienced glare with an intraocular lens (iol) in the right eye. Therefore, the lens was explanted. A vitrectomy, sutures, and a capsular tension ring (ctr) were required. There was no patient injury. A non-johnson & johnson replacement lens was implanted as a replacement. The patient is happy with the outcome with the use of a reading prescription. No additional information was provided.